Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Facility reported strange smell like gas leakage during a refractive surgery. Procedure was concluded with the system, after some delay. Clinic administrator confirmed there were no injuries to the pt.